Event description:
The customer reported the pump does not charge. During testing and investigation the device issued a replace battery alarm on power up and the battery icon was empty during the self-test. A review of the device log showed a n56 replace battery alarm. The device was again powered up on ac and the ¿change battery¿ soft key was pressed, following which the device passed self-test on dc. The complaint was confirmed with the probable cause for the n56 alarm resultant of a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.